Manufacturer narrative:
Date of event: unknown. Occupation: unknown. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown patient required the placement of an ultrathane mac-loc locking loop biliary drainage catheter for a biliary drainage procedure. The operator reported that when advancing the blue stylet, it "isn't working properly." Upon removal, the stylet was elongated. An additional drain was placed successfully. It is unknown how many times this failure has occurred as the user reported this has happened "more often." No other adverse effects were reported for this incident.

Manufacturer narrative:
D10 ¿ product received on: 13mar2020. Investigation ¿ evaluation : it was reported to cook that the flexible stiffener within a ultrathane mac-loc locking loop biliary drainage catheter was difficult to remove from the catheter. This incident was reported by (B)(4). (B)(4), in the netherlands. The device was removed, and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, drawing, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned on catheter and blue stiffener to cook for investigation. Physical examination of the returned device showed the blue flexible stiffener inserted into the catheter with 9.3cm extending from the hub. The exposed section of the blue stiffener was kinked in several places; however, the catheter was not damage. The blue stiffener was able to be removed, with no additional damage noted. An attempt was made to insert the stiffener, but it did not advance all the way into the tip. Dimensions deemed relevant to the reported failure mode were measured and at this time cook could not conclude that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide a lot number for investigation. A search of all lots sold to the reporting customer for the reported rpn over the timeframe (B)(6) 2017 ¿ (B)(6) 2020 could not specify the affected lot. Due to this, a device history record review could not be completed, and a database search for complaints on the affected lot could not be completed. At this time, there is no evidence suggesting that nonconforming product from the affected lot exists in house or in the field. The product IFU provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not upset he product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA has been opened to investigate this issue, and is currently undergoing investigation. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.